Event description:
As reported, the mynxgrip did not have the plug present distally when the white tamper tube was advanced. There was no reported injury to the patient. Additional information and device return was requested; however, both were not obtained after multiple attempts made. The product was not returned for evaluation; however, an image was received for evaluation. Upon visual evaluation of the images provided in the complaint, only a small part of the shuttle tube was noted without damages. In addition, the advancer tube and sealant were noted exposed in the catheter.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d4, g3, h1, h2, h3 and h6. As reported, the 5f mynxgrip vascular closure device (vcd) did not have the plug present distally when the white tamper tube was advanced. There was no reported injury to the patient. Additional information and device return was requested; however, both were not obtained after multiple attempts were made. The product was not returned for evaluation; however, an image of the device was received. Upon visual evaluation of the image provided, only a small part of the shuttle tube was noted, and it was without damages. In addition, the advancer tube and sealant were noted exposed on the catheter. No other anomalies were observed. A product history record (phr) review of lot f2310902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-failure to deploy¿ was confirmed through analysis of the image received since it showed that the sealant was not properly deployed at the site. However, the exact cause of the issue experienced by the customer could not be conclusively determined. Based on the limited information available for review and picture analysis, it is not possible to determine what factors may have contributed to the issues experienced. However, procedural/handling factors (although there was no report of resistance experienced during the deployment step) are possible since the sealant was shown to be deployed above the puncture site. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the shuttle is advanced, blood can be trapped inside the sheath and cause the sealant to hydrate prematurely. This can result in the device failing to deploy. Neither the phr review, nor the picture analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynxgrip did not have the plug present distally when the white tamper tube was advanced. There was no reported injury to the patient. Additional information and device return was requested; however, both were not obtained after multiple attempts made. The product was not returned for evaluation; however, an image was received for evaluation. Upon visual evaluation of the images provided in the complaint, only a small part of the shuttle tube was noted without damages. In addition, the advancer tube and sealant were noted exposed in the catheter.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynxgrip did not have the plug present distally when the white tamper tube was advanced. There was no reported injury to the patient. The device will be returned for evaluation.